Event description:
The customer reported that the following blood glucose results were obtained on a patient. Using an accuchek inform ii (serial number (B)(4)) the results of "hi" (which is a measurement of greater than 600 mg/dl) was obtained at 12:14 am and a measurement of 541 mg/dl was obtained at 12:16am. The patient was not displaying any signs of high blood glucose so they disregarded the results of this meter and tested the patient again using another acuuchek inform ii (serial number (B)(4)) obtained a result of 136 mg/dl at 12:18 am. There was no treatment given to the patient. The customer reported that each meter has it's own vial of strips that were stored with the meter in the accessory box. The customer stated that two vials of strips of the same lot number were used for these tests. It was reported that the patient is fine. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. This medwatch is for the value of 136 mg/dl obtained on the inform ii meter with serial number (B)(4). See the case with identifier for the (B)(6) for the medwatch for the values of "hi" and 541 mg/dl obtained on the inform ii meter with serial number (B)(4).

Manufacturer narrative:
The relevant retention strips lot 474388 were tested for accuracy. The retention material meets specifications. This missing follow up report is being filed per FDA request.

Manufacturer narrative:
The customer returned 5 vials of strips (lot number 474388). Also returned were accuchek inform ii controls (lot number 50100532 with an expiration of 04/2017. The strips in the vials were tested using control solution. All of the returned results were within acceptable range. The product meet specification and no product problem was found.